Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The three additional proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with four proglide devices using the pre-close technique via a 7f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, when the proglide device was removed from the anatomy, after closing the foot, the suture came out with the device. The suture was entangled with the knot made in the proglide sheath. The same issue occurred with three additional proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath size was upsized to 16f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure or therapy. No additional information was provided.